Event description:
On (B)(6) 2011 an animas clinical manager received a phone call from an office manager at the patient's physician's office who reported that the patient had died at home. The office manager said that she spoke with the family member who told her that no identifiable cause of death was reported and that she had waived an autopsy. The office manager asked the family member if the patient had taken insulin without eating, if he had any blood glucose excursions prior to going to bed the night he died, or if he had been exhibiting any symptoms. The family member reported to the office manager that she did not notice anything unusual and was unable to identify anything that would indicate the cause of death. It was later discovered that the date of the patient's death was (B)(6) 2011. According to the patient's file, the patient began use of the insulin pump on (B)(6) 2011; he declined to use the meter remote due to visual acuity issues. Training records indicate that there were no issues with his ability to use the pump. Later activity notes confirm he was testing his blood glucose (bg) eight times daily and changing his infusion sets/site each day. Prior to use of the pump, his hemoglobin a1c was recorded at 10.5% on (B)(6) 2011. His average bg low was 250 mg/dl and high was 350 mg/dl. There are no records of his most recent bg test results. His file revealed a recorded history of nocturnal hypoglycemia, hypoglycemia unawareness, retinopathy, and nephropathy. At this time, there is insufficient evidence to conclude that the pump did not cause or contribute to the patient's demise. If additional information is obtained, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). There is only one pump listed in the patient's file and there have been no complaints made against it. In addition, there are no reports from the patient about blood glucose excursions since he began use of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: (B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2012 with the following findings: a review of the pump's history revealed that the pump was found to be delivering as programmed up until (B)(6) 2011; an acknowledged prime warning was recorded on (B)(6) 2011 in the pump. The pump was found never to be re-primed and deliveries were not resumed. The last bolus recorded in the pump's history was on (B)(6) 2011. The pump history also revealed that the total daily dose was found to be correct at the time the pump stopped delivering. The rewind, load, and prime steps were successfully performed with no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms noted. The flow accuracy test results were found to be within specification.

Manufacturer narrative:
The patient began use of the insulin pump on (B)(6) 2010. Prior to use of the pump, his hemoglobin a1c was recorded at 10.5% on (B)(6) 2010.